Event description:
It was reported that there was a blood to gas leak while the device was in use. The device was exchanged with no reported incident. (B)(4), customers (B)(4).

Manufacturer narrative:
The sample is not available for evaluation so the reported failure could not be confirmed. Based on the reported failure description, the most probable root cause is a delamination of some gas fibers from the polyurethane potting area in the device. Maquet cardiopulmonary (B)(4) has initiated CAPA process ((B)(4)) to address the appropriate corrective and preventive action. Maquet cardiopulmonary ag will continue to monitor incoming complaints for trends. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).